Event description:
Background: the abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. An optional feature was added to the m2000sp software in revision 6.0 that allows the customer to examine the inventory of reagent packs that are being used on the instrument. The <available reagent packs> screen allows the operator to view, search for or pront a report of available amplification reagent packs. Issue: in (B)(6) 2013, a customer reported that when using the hand held barcode reader to check available reagent packs (inventory menu), error code 9000 was generated and the pc would turn itself off when the message window closed. The customer stated that the issue persisted after turning off and restarting the m2000sp instrument; apart from this problem the instrument worked well. In (B)(6) 2014, elevated complaint investigation (B)(4) confirmed that the problem represents a deficiency in the m2000sp software and not in the hand held barcode reader. Abbott molecular identified that some versions of application specifications are incompatible with m2000sp software. This issue will cause error code 9000 (*an unexpected error has occurred: software error") to be generated when the <available reagent packs> screen is selected. The system control center will restart after error code 9000 is acknowledged. This issue could cause a delay in results of greater than 24 hours. Medical evaluation concluded this issue is not likely to cause or contribute to death or serious injury. (B)(4).

Manufacturer narrative:
Elevated complaint investigation (B)(4) confirmed a software defect with the m2000sp instrument software. This defect is responsible for error code 9000 being generated when searching for available regent packs for re-use. Complaint history review showed that, over the last two years, the suspect complaint ((B)(4)) was found to be the only complaint related to any instances of error code 9000 occurring while attempting to search for available reagent packs for re-use on the m2000sp instrument system. Therefore, there is an occurrence rate of one over the last two years. Abbott molecular determined that a field corrective action ((B)(4)) should be taken and reported this issue per 21 cfr 806 to the FDA (B)(4) recall coordinator on september 11, 2014 (report number: 3005248192-09-11-2014-003-c). The field corrective action was in the form of a customer notification letter, urgent field correction recall / urgent field safety notice, dated september 23, 2014 instructing customers to review the application specification files installed on the m2000sp system and delete any incompatible application specifications as described in appendix 1 of the notice. An FDA recall classification level and recall number have not yet been received.